Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen femoral component, catalog # 00576401551, lot # 60604837. Nexgen prolong lps-flx articular surface, catalog # 00596204114, lot # 60290935. Unknown nex gen mis tibia, catalog # unknown, lot # unknown. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-00017, 0001822565-2019-00019, 0001822565-2019-00020.

Event description:
It was reported that the patient had a knee arthroplasty. Subsequently, the patient was revised on an unknown date due to unknown reason. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were complaint sample was evaluated. Visual evaluation of the returned device shows signs of repeated use and wear. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.